Event description:
Customer reported that the display on the insulin pump went blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer had changed the battery 4 times and it was not turning on. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. It passed the selftest. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.